Event description:
It was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter, and a char occurred. A pulmonary vein isolation was performed with the ez steer thermocool sf navigational catheter. No unusual temperature had been observed. The ablation was with maximum 30 watts according to the IFU. There was impedance on two ablation cycles for a short time of more than 200 ohm, but did not reach the set cut off limit of 250 ohm. When the catheter was withdrawn after the successful procedure, there was a small char / coagulum observed at the proximal end of the distal electrode. There was no patient consequence. Follow up revealed that there were no issues related to temperature or flow on the catheter. Being used was heparinized saline with 1000 ie per l. The physician did not feel that the char / coagulum was excessive. After review of the picture provided of the char / coagulum, the assessment was made that the presence of the char / coagulum and the amount of char / coagulum is indicative of a reportable issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on november 30, 2014. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent a procedure with an ez steer thermocool sf navigational catheter, and a char occurred. A pulmonary vein isolation was performed with the ez steer thermocool sf navigational catheter. No unusual temperature had been observed. The ablation was with maximum 30 watts according to the IFU. There was impedance on two ablation cycles for a short time of more than 200 ohm, but did not reach the set cut off limit of 250 ohm. When the catheter was withdrawn after the successful procedure, there was a small char / coagulum observed at the proximal end of the distal electrode. There was no patient consequence. Follow up revealed that there were no issues related to temperature or flow on the catheter. Being used was heparinized saline with 1000 ie per l. The physician did not feel that the char / coagulum were excessive. The returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Therefore the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.